Manufacturer narrative:
The date of this submission is 15-may-2017. This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 14-mar-2017 and was processed with additional information received on 07-apr-2017 and 21-apr-2017. The case has been reassessed as serious based upon new information received on 21-apr-2017. This spontaneous report was received from a (B)(6) male consumer reporting on self from the united states of america. The medical history included lumbar spinal stenosis, fractured femur, fatty liver on CT scan, essential (primary) hypertension, type two diabetes mellitus without complications, other hyperlipidemia, hearing loss, insomnia unspecified type and the consumer had allergy to cephalosporin. The concomitant medications included aspirin 81 mg (milligram) orally one tablet every day, multivitamin one capsule daily, gabapentin 600 mg capsule three times a day, tamsulosin hydrochloric acid capsule 0.4 mg one capsule once daily, lipitor (atorvastatin) 20 mg one tablet twice a day for 90 days, janumet (metformin and sitagliptin) 50-1000 mg one tablet with meals twice a day, glipizide 5 mg one tablet twice a day, levaquin (levofloxacin) 500 mg one tablet once a day, ventolin hfa (albuterol sulfate) 108 (90 base) mcg/act two puffs every eight hours as needed, finasteride 5 mg one tablet once a day, tramadol hydrochloric acid 50 mg one tablet as needed q8h (every eight hours), zolpidem tartrate 10 mg one tablet at bed time as needed once a day, lisinopril 10 mg orally one tablet daily for 90 days, all the medication for unknown indication. The reported weight and height and of the consumer was (B)(6). On an unspecified date in (B)(6) 2017, the consumer started using band-aid brand adhesive bandages flexible fabric extra large, cutaneously, one bandage, one time to cover a sore on foot under the big toe joint (lot number 2646s and expiration date unspecified). After two days, while removing the bandage, it tore off three by eight inch wide and one inch long patch of the skin and left with a new sore on foot. The device was not used further. The consumer used gauze pad and paper tape to cover the sores. On (B)(6) 2017, the consumer consulted a podiatrist for two weeks debridement. The consumer visited with increased redness and drainage for first mpj (metatarsophalangeal) region plantarly left foot, infected abrasion laterally from bandage. The physician examined the consumer and reported as infected diabetic neuropathic ulcer plantar first metatarsal head left foot which measured 0.6 into 0.6 centimeter in diameter with localized creamy purulent, yellowish slough, extensor subcutaneous tissue level with mild undermining superiorly, localized periwound erythema, adjacent infected abrasion, no odor from the wound site and underlying red granular tissue. Epicritic sensation markedly diminished on the left side. The consumer was diagnosed as cellulites of left foot, acute osteomyelitis of metatarsal bone of left foot, type two diabetes mellitus with left diabetic foot ulcer and non pressure chronic ulcer of other part of left foot with fat layer exposed. The consumer was prescribed with tablet amoxicillin, potassium clavulanate 500-125 milligram one tablet twice a day every 12 hours for cellulites of left foot. The consumer was also prescribed with triamcinolone acetonide 0.1 percentage ointments and ketoconazole 2 percentage cream, both of one application to affected area twice a day and was told to take both as needed. The consumer was advised for aerobic and anaerobic culture of left foot for cellulitis and an MRI of left foot for cellulitis and for acute osteomyelitis of metatarsal bone of left foot. When the consumer visited hcp the events were not resolved. The consumer was advised to discontinue the use of band aid and was suggested to use paper tape instead. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Product met specification as documented in the records and retains sample reviewed. The analysis of product and category trend for this complaint will be managed through a monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was reassessed as serious (medically significant). The physician assessed the causality between the events and device as related and the company causality was also assessed as related. This report was considered a non reportable malfunction case in the united states of america.